Event description:
When cleaning ercp scope after procedure, tech noticed piece of plastic at tip of scope was broken off. Rn who set up case prior to procedure stated tip was intact at beginning of procedure.